Event description:
Insertion of cochlear implant into right ear that was totally deaf/never had heard sound. Implant never worked, made pt vomit and have intense vertigo. No sound received ever, removed because different ent tested for balance and vertigo which was worsening and found problem was located on right side. This ent told pt's spouse and pt that he found the electrode sitting on pt's facial nerve and that if it had been stimulated again it would have paralyzed their face. Also, the original dr took out pt's mastoid bone to force the electrode in. The absence of their mastoid bone has led to a small drooping in the middle ear from brain (an encephalecele) which exposes pt to more risk to meningitis and encephalitis. Current ent takes cat scans every six mos to keep an eye on this condition. The original dr at eye and ear hosp neglected to tell pt that the cat scan showed a malformed cochlea, or that he removed pt's mastoid bone. Neither them nor cochlear corp notified pt of possible problems concerning malformed cochleas and though pt tried to make the device 'work' for 8 mos, pt was accused of not trying hard enough. It has caused severe vertigo and nausea problems since then. Pt takes antivert and/or dramamine almost daily to handle this condition.